Manufacturer narrative:
This ipg serial number was involved in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt reported he experienced pain at the ipg site. The pt stated the ipg is pulling and stretching his skin. The pt also reported he has not used his system since approximately (B)(6) 2014. The pt stated he desires to have his scs system removed.